Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system cannot be conclusively determined through this evaluation. The account communicated that the patient expired on (B)(6) 2020 due to unspecified reasons. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Heartmate 3 left ventricular assist system, will not be returned for evaluation as it was not explanted and no autopsy was performed. No further information was able to be provided by the account. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 13 dec 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.